Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece, when the pt was burned on the check by the head of the handpiece.

Manufacturer narrative:
While working on tooth#30, the pt was burned on the cheek. Burn area was size of a back cap. The pt was given vitamin e oil for burn. The cause for overheating is the dented head at the back cap of the handpiece. Because of the dent the back cap sticks and caused the head to heat up.